Event description:
During medsun review found that a facility had reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.